Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they charge the ins every other day. They stated the battery is showing the ins has only depleted a little, like to 75 percent and they do not trust what they are seeing. Caller states the patient lives in an assistant living but had a bad fall and was sent to the hospital. They synced the patient programmer to the ins and it showed the ins was off and was most likely why it was not depleting like normal. That is why they are not feeling well. They were walked through turning the ins back on. Troubleshooting resolved the issue. Additional information was received stating the fall was not caused by the device/therapy. The patient was in the hospital and the caller could not visit him due to virus restriction. When he was released, they found the ins was turned off. They do not know how it turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was said that the patient was in the hospital for reasons unrelated to the device/therapy. They were not sure who or why the device was off.